Event description:
It was reported that the vibrating mode is not working on the insulin pump. Device vibrates during self test but shortly after stops vibrating. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. The insulin pump was monitored for several days and the vibrator alert function worked properly. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.